Manufacturer narrative:
The device with the lens was returned in the carton. The plunger lock and lens stop have been removed. Viscoelastic is observed in the device. The plunger was at mid-nozzle. The plunger has underrode the lens at the far end of loading area / nozzle entry area. The trailing optic portion is folded under and broken, positioned on top of the plunger. The trailing haptic is misfolded under the optic with the distal area extended across the plunger toward the right side of the device. The leading haptic is bent across the plunger toward the left side of the device, twisted and extended along the left side of the plunger. The distal haptic tip of the leading haptic is oriented toward the nozzle tip. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted. A scrape mark was observed along the anterior ceiling of the tip which has disrupted the interior coating. The top coat dye stain test results were acceptable. A qualified viscoelastic was used. A plunger underride was observed which resulted in lens damage. The plunger underride was most likely interpreted as the reported complaint of "didn't release properly; touched patient's eye; plunger missed the lens". The root cause of the complaint of cannot be determined. A scrape mark was observed on the interior ceiling of the tip travelling along the plunger path. This reasonably suggests the lens and plunger were advanced to tip exit. The device tip should not be placed into the incision until it has been confirmed that the lens and plunger are in acceptable positions. This information of "touched patient's eye" would suggest the lens had been advanced at least to the nozzle fill line, per the dfu. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger missed the lens and did not deliver the lens properly. There was patient contact, but no patient harm. Additional information was requested.